Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 7 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve in the aortic position. The reason for replacement was due to a leaflet tear and regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that a medtronic sales representative was present in the procedure on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.